Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of dilaudid at 0.3497 mg/day via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) had been telling the patient that by the logs and the volume the hcp would take out, it appeared the patient may not have been getting all their boluses and had a surplus of medication. It was then stated that the date would go out further rather than shorter and felt the ptm might be a factor. The patient had been refilled twice where the patient was told this. The two refills occurred in (B)(6) 2016 and (B)(6) 2016.